Manufacturer narrative:
Sample is not available for evaluation. Investigation is incomplete. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: complaint alleged issue: during dissection, scissors broke into several pieces. All the pieces were recovered. No reported pt consequence.